Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As no additional information is available and the device was not able to be investigated, a definitive root cause could not be determined for the alleged issue. (B)(4).

Event description:
Representative contacted technical solutions to report an underinfusion volume discrepancy at the patient's first refill appointment. The expected volume was 6.7ml and the actual aspirated volume was 20ml. The patient does not use a patient therapy controller. Representative confirmed that there were no error codes on the pump and that the patient has not had any recent MRI exposure. Later, the representative confirmed that the patient's pump was explanted and replaced with a medtronic pump. There were no diagnostics performed to determine the problem before the patient was explanted. The representative confirmed that they didn't have any additional information to provide.